Event description:
It was reported that after 16 years in service, this right atrial (ra) lead was explanted due to it presenting noisy signals. A new device was implanted. No additional adverse patient effects were reported.